Manufacturer narrative:
Additional procode: odp. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent spinal fusion surgery on (B)(6) 2021. The surgeon was inserting a conduit curved cage into l5-s1. The disc space was at a very sharp angle and the instrument abutting the soft tissue cranially. Once the cage was in, the surgeon tried to remove the inserter, but it would not come out. The surgeon removed the entire inserter except for the stylet. The t-bar portion of the stylet would not disengage from the cage. The surgeon re-inserted the handle part of the inserter in an attempt to use the threads of the stylet as mechanical advantage to remove the stylet. The surgeon was able to remove the entire inserter after fifteen (15) minutes delay. During the removal process, the stylet was bent proximally. The procedure was successfully completed. There were no patient consequences. This report is for an implant inserter sh connection. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the implant inserter sh connection (p/n: tft30101, lot # e20di0116) was returned and received at us cq. Upon visual inspection, it was observed that the shaft of the ft30101 c tlif implant inserter pin sh connection was bent. There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: during the functional test, the ft30101 c tlif implant inserter pin sh connection failed to assemble onto implant inserter (p/n: tft30101 a) and the knob (p/n: tft30101 b) due to bent condition. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition was confirmed for the implant inserter sh connection pin (p/n: tft30101, lot #: e19di1433). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number:tft30101 synthes lot number: e20di0116 supplier lot number: n/a release to warehouse date: 08apr2020 expiration date: n/a supplier: eit no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.